Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance of 24 ohms recorded.

Event description:
It was reported that the patient presented at the clinic after experiencing tachycardia after leaning against a large speaker system. It was noted that the device had switched the pacing polarity of the left ventricular lead (B)(6) previously. It was also reported that there was a recent lead warning on the right ventricular lead due to low impedance. The device and right ventricular lead remain in use. No patient complications have been reported as a result of this event.